Event description:
Account reported five incorrect sodium results that were higher when repeated. The incorrect results were not used to guide patient therapy. The field service rep was unable to determine a cause for the discrepancy.